Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns patient was undergoing generator revision surgery, and it was found that the patient had a lead fracture. The generator and lead were both replaced. Good faith attempts for additional information have been unsuccessful to date.